Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced interference from an implantable neurostimulator (ins) device causing discomfort to the patient. The icm remains in use. No further patient complications have been reported as a result of this event.